Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim pump running leds was confirmed. A review of the downloaded log file spanned approximately 50 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). The pump maintained a speed above the lsl without issue while the driveline was connected indicating that the pump was running regardless of the leds being dim. The returned system controller, serial (B)(6), was noted to have both pump running leds projecting little light compared to other interface leds. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. A root cause for the reported events cannot be conclusively determined through this analysis. A corrective action was initiated to address this dim leds issue which replaced the type of led on the user interface pcb, pcx-20274 was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's primary system controller was replaced on (B)(6) 2023 due to a dim green pump on light.